Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Upon review, this report was determined to be a duplicate of MFR report # 0001811755-2019-02793.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.